Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). They felt like the ins had shut off because they were "shaking like a leaf" and haven't been able to get things to their mouth very easily. The patient was unable to check the status of the ins with the patient programmer because the programmer would not power on (see related case (B)(4)). The patient used their recharger to check the status of the ins on their left side and stated that the ins battery is fully charged, but they could see that the ins is turned off. The patient was uncertain how the ins got turned off. Agent reviewed that the therapy will not work as intended when the ins is off and redirected the patient to their hcp to get guidance for turning the ins back on. The patient also checked the ins on their right side and stated that the ins is fully charged and turned on. The patient mentioned that the ins on their left side is the one they "really need" for their right hand.